Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User repeatedly removed the audio processor and discomfort and possible pain were noticed. Migration of the electrode was confirmed by CT imaging. User's hearing performance was reportedly good prior to the event. A re-insertion surgery is considered.

Event description:
In november 2018 the recipient started to feel uncomfortable with the device. When the audio processor was turned on the recipient would remove the coil and it appeared to cause him pain. A map with low charge was used with the levels at which the patient referred no discomfort and could use the device. Migration of the electrode was confirmed by CT imaging which is thought to be likely related to the surgical technique used (endomeatal approach). 4 to 5 channels were likely extra-cochlear. . Hearing performance with the device decreased and re-insertion surgery took place in march 2019. Resistance was noted with re-insertion of the array as per further information received one electrode channel remained outside of the cochlea after re-insertion surgery as confirmed by x-ray. Art (auditory reflex threshold) measurements revealed no response on several electrodes. The recipient was activated and was using the device. There was no report of any pain or annoyance with the use of the device. Per last report, the recipient has no response to stimulation at 45qu. As per imaging in june 2019 two channels are now extra-cochlear. Further testing is being scheduled to assess the auditory nerve pathway.

Manufacturer narrative:
Conclusion: based on the received information from the field, the active electrode migrated partially out of cochlea post-operatively. A full insertion during implantation surgery is reported. The reported pain, might be due to electrical stimulation in the middle ear. The recipient was not using the device due to a decrease of hearing performance. As per further information received from the field, re-inserton of the electrode took place. However no full insertion could be achieved and one electrode remained extra-cochlea. The recipient is reportedly using the device and does not report any pain or discomfort anymore. However the recipient has no response to stimulation at 45qu and in situ measurements show increased impedances, which might be related to physiological changes (ossification) in the cochlea. A root cause for the lack of benefit could not be determined, further measurements are planned but no date has been scheduled yet. As per latest information the electrode has again partially migrated out of cochlea. No information if the the reported ossification or the applied surgical technique has caused this migration is available.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode migrated partially out of cochlea post-operatively. A full insertion during implantation surgery is reported. The reported pain, might be due to electrical stimulation in the middle ear. A re-insertion surgery is considered but no date has been provided yet.

Event description:
Recipient repeatedly removed the audio processor and discomfort and possible pain were noticed. Recipient's hearing performance was reportedly good prior to the event. Hearing performance assessment is awaited. Recipient was refitted with a low stimulation mapping due to discomfort and uses the device currently. A re-insertion surgery is considered but not yet scheduled.